Manufacturer narrative:
D10: concomitants: a212968 02-020-12-0225 - truliant ps por fem ps por left sz 2.5 s465307 02-022-35-2509 - truliant tib imp ps insert sz 2.5 9mm a774461 02-022-55-2525 - truliant por tib tray size 2.5f/2.5t a598166 02-029-90-4300 - sterile packed short headed pin s491252 180-65-25 - alteon 6.5mm screw, 25mm s491253 180-65-25 - alteon 6.5mm screw, 25mm a337434 200-07-29 - advanced patella 29m 3 peg implant a512532 201-78-81 - 3" trocar, mod. Hex 2pk a512553 201-78-81 - 3" trocar, mod. Hex 2pk a547969 201-78-88 - 4" drill bit, mod. Hex 2-pk.

Event description:
A patient had a truliant knee implanted approximately 9 months ago. The patient has experienced numerous adverse issues since then. No more information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, h6. MDR section codes updated/corrected: b, c, d, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported event cannot be confirmed from the information provided but may be due to inclusion of the polyethylene wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.